Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited interrogation difficulties, which was later resolved upon rebooting the programmer. Successful interrogation revealed that the crt-p had entered safety mode and power on reset (por) faults had occurred. In addition, this crt-p exhibited unipolar oversensing while in safety mode, and the patient experienced multiple syncopal episodes and fell, as a result. This crt-p was then explanted and replaced, and no additional adverse patient effects were reported. This crt-p has been received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited interrogation difficulties, which was later resolved upon rebooting the programmer. Successful interrogation revealed that the crt-p had entered safety mode and power on reset (por) faults had occurred. In addition, this crt-p exhibited unipolar oversensing while in safety mode, and the patient experienced multiple syncopal episodes and fell, as a result. This crt-p was then explanted and replaced, and no additional adverse patient effects were reported. This crt-p has been received for analysis.